Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical der states an ae received for pain, severe, left knee. Event meets the definition of serious and is considered severe. Noted to have no infection, no arthrofibrosis, no instability, possible micromotion of the prosthesis - tibial and femoral components to be evaluated. Event is possibly related to device and definitely not related to procedure. Awaiting exploration and/or revision. Update 22sep2017: der states that patient was unsatisfied with original tka, and was experiencing pain. Plan was possible full revision, but implants were well fixed. The 3/10mm poly was exchanged for a 3/12.5. All other components were retained.

Manufacturer narrative:
The device associated with this reported event was not received for examination.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.